Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the right ventricular (rv) lead during the implant procedure due to patient anatomy. Unstable thresholds and high impedance noted on the rv lead during the implant procedure. The lead was repositioned once and remains in use. No patient complications have been reported as a result of this event.